Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 12 months due to perivalvular leak (pvl). Per the op report, this patient is approx. 1 years post mitral valve replacement for endocarditis. He was now noted to be in congestive heart failure. Workup and evaluation was consistent with mitral pvl versus active endocarditis. He did not have positive blood cultures. Findings at the time of operation were consistent with a pvl in the a3, p3 region of the mitral valve. There was some annular tissue that appeared to be consistent with a pseudoaneurysm, but there did not appear to be any evidence of active infection. A new edwards bioprosthetic valve was then implanted. Patient was weaned from cardiopulmonary bypass without incident. Intraop examination of the new mitral valve was notable for excellent valve function with a transvalvular gradient of 2 mmhg. There were no identifiable pvls.

Manufacturer narrative:
Evaluation summary: vegetation was observed on outflow aspect of leaflet 1. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice. Host tissue was minimal at both the stent outflow and stent inflow. All 3 leaflets had cut out sections. Cut sections were not returned with the valve. No visible calcification or damage to wireform observed on x-ray. X-ray. The explanted device was returned to edwards for analysis. Unfortunately, the reported perivalvular leak (pvl) could not be confirmed based on our evaluation. Regurgitation is considered to be a pvl if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. There was vegetation observed through our evaluation; however, endocarditis cannot be confirmed. The type and cause of regurgitation varies depending upon multiple factors. In this case, there is insufficient information to conclusively determine the root cause of this event.